Event description:
Customer called to reported a hospitalization for high blood glucose. Customer's blood glucose reading at time of event was 697 mg/dl. The diagnosis was high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.